Event description:
Defective leads on a st. Jude medical implantable defibrillator. Model # v-193, ser#(B)(4), implant date: (B)(6) 2006, lead model# 1581/65, ser #(B)(4) lead usage - defib/s/p, implant date: (B)(6) 2006, physician: (B)(6). Dates of use: (B)(6) 2006 - present date. Diagnosis or reason for use: cardiomyopathy.